Manufacturer narrative:
Device evaluation summary: one tracheostomy (trach) sample was received in used condition without the original packaging. Immediate visual inspection found no discrepancies. A leak test was completed and leakage was detected in the cuff of the returned simple. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source could be identified.

Event description:
Information was received that a smiths medical tracheostomy had a cannula burst the cuff after the patient coughs. The patient underwent a tracheostomy change out.